Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they intermittently saw rm_04 message on their controller when charging their ins for at least 2 months. Pt noted they performed a reset on the controller which usually fixed the issue, but after a reset recently, the message kept appearing. Pt said the issue was getting worse recently. Pt reported they saw the reposition recharger screen a lot with the try again button. The pt was helped inspect the recharger antenna (rtm) cord, rtm plug, and controller port. Pt didn't notice visible damage to the rtm plug or controller port, but mentioned one area of the rtm cord felt lumpy and the rtm was warm like a heating pad, but not hot when charging the ins. Pt attempted to initiate a charge session to their ins and was able to charge with an excellent recharge quality. Pt noted the controller battery was 40% and the ins battery was 30%. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt noted they were using a magnifying glass to troubleshoot the devices. Pt mentioned they typically lay down when they charge their ins. Pt called back re-reporting information previously documented in this case. Pt said they received their rtm replacement on saturday and when they tried to charge, it showed "recharging" with no quality listed and wouldn't charge the ins. Pt said since then, they hadn't been able to charge at all. Pt said their controller was charged, however, the controller would look for device a nd then display no device found. Pt inspected the controller port and said the pins looked good. In prm the pt had middle number of 98 and 99. An email was sent to repair for controller replacement. Additional information was received from a patient (pt) regarding an external device. Pt called back saying they got the new controller, but got a message to press the button in the "middle of the controller" (patient services (pss) understood as pt may have accidentally pressed set up for trial initially instead of implant). Pt said they reset the controller at that point, and kept hitting "retry", but the screen came up with software problem (details asked, unknown). Pt reset controller during the call and after reset reported the set up for screens. Pt selected implant, plugged in rtm, and reported no device found. Pt entered passive recharge mode (middle number 99) and after one 10-minute cycle, pt described unable to recharge screen. Pss reviewed to start another 10-minute cycle and reviewed to do two more cycles to try and get ins and call back if they needed assistance. Pss reviewed if pt could not get ins charging, they may need to follow up with hcp/rep. Pt called back from number registered re-reporting information previously documented in this case. Pt reported that when they inserted their li battery pack in the replacement controller the screen messed up and looked like a broken tv. Pss sent an email was sent to the repair department to replace the controller. Pt stated that they reset the controller, however they were still having trouble connecting with the ins. Pt stated that the controller was making a clicking noise when they were trying to recharge the ins. Pt stated that the controller was stuck on looking for device when trying to recharge the ins. The patient was sent out a replacement battery pack. Additional information received from the patient reported that upon first contact, they thought the paddle was the issue, after getting the replacement it still could not charge. Another remote was sent and it worked.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial (B)(6) : product type recharger product ID 97745 serial (B)(6) : product type programmer, patient product ID 97745 serial (B)(6) : product type programmer, patient product ID 97745bp lot# nlh018598n : product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6), (B)(4) analysis was performed on [product ID 97755 serial (B)(6) analysis found that there was a recharge antenna failure, fail t6030 (rms voltage at the h field probe). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.